Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had symptoms such as diabetic ketoacidosis and was admitted into a hospital on (B)(6) 2017 at 2:30am. The customer was treated with an IV of insulin. Customer declined to troubleshoot for high readings. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with broken belt clip slot. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.